Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the event likely occurred due to a lamp harness failure. However, the definitive root cause of the lamp harness failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image processor or light source lamp malfunctions, lamp lighting issues, lamp does not light. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the halogen light source could not turn on. The issue was found during receipt inspection of the device. Inspection and testing of the returned device found the poor lamp lighting and lamp harness failure. There were no reports of patient harm. This medical device report (MDR) is submitted to capture the reportable malfunction during evaluation.